Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the coronary artery. The mildly tortuous and severely calcified right was located in the right coronary artery (rca). A flextome cutting balloon catheter was advanced/selected to pre-dilate the target lesion. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device . No patient complications were reported.